Event description:
The customer reported that there was no image on the left monitor.

Manufacturer narrative:
The ge service rep verified the symptom. He found a problem with the interconnect cable. He received and installed the new cable then performed a function check, and the system performed as desired.